Event description:
It was reported that during a surgery, a clip applier was delivering clips that were "coming out crooked."

Manufacturer narrative:
Final investigation showed that the device was returned with no available clips, therefore it was not possible to verify the complaint. The device handle was found to be cracked. Physical examination of the device revealed no apparent reason for the reported failure.